Manufacturer narrative:
The following information was requested from the rep and distributor: product code and serial number, date of implant and date of events, interventions performed with dates, pertinent patient comorbidities, historical inr records preceding and at the time of event, patient compliance with anticoagulation therapy, and current patient status. Attempts to obtain additional information regarding the reported events were unsuccessful. Should additional information become available it will be evaluated and the complaint will be reopened. The manufacturing records for the onxace-21 valve were not performed as the serial number and definitive date of implant were unavailable. As such, the system could not be queried for potential serial numbers shipped to the distributor and ultimately to the hospital. A field report from india states that an on-x aortic valve was explanted due to thrombosis and replaced with an alternate valve. Size, type, serial number, date of implant, and date of explant were not specified; nor was the explanted valve returned for analysis. Also, patient status before and after explantation was not indicated. There is insufficient information available to ascertain what, if any, relationship the explantation had to the valve. Reoperation and explantation, as well as thrombosis, are known risks of prosthetic heart valves of any brand and are not unique to the on-x valve. The referenced events are listed in the potential adverse events section found in the on-x instructions for use (IFU).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report from the rep, "during a field visit to this hospital today two surgeons reported issues of thrombosis with the onx valve. Three mitral and one aortic valves have been reported to be involved with thrombotic events. Patient notes were not available during my visit, however, both surgeons are accommodating and will provide additional information on request. The incidents occurred in (B)(6) of this year." This investigation is relegated to the last of four valves (aortic valve #1).